Manufacturer narrative:
The pipeline flex delivery system and microcatheter were returned for evaluation. The push wire was found to be bent and separated into two segments (distal and proximal). The pipeline braid and the distal broken segment of the pushwire were found to be stuck inside the catheter lumen. The microcatheter was noted to be flattened and accordioned. For further examination, the catheter was dissected for removal of the pipeline braid and push wire distal broken segment. The distal and proximal ends of the pipeline braid were found fully opened and moderately frayed. The tip coil appeared to be kinked and the distal hypotube appeared to be stretched. The broken end of the pushwire was sent out for scanning electron microscope (sem) analysis. Based on the analysis findings, we are unable to confirm the clinical observation of failing to open as the device was found fully opened. It appears the pushwire separation was secondary to tensile overload. We are unable to definitively determine the cause of the tensile overload. It is possible that the resistance during delivery; may have caused the pipeline push wire to become damaged, and separated. The microcatheter and push wire damage and stretching of hypotube suggest there was excessive force of pushing and pulling. In addition, the damage to the braid at both ends is possibly the result of the physician re-sheathing the device more than the recommended two times. Per our instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use the pipeline flex embolization device in vessel diameters that are larger than the labeled diameter. Select an appropriately sized pipeline flex embolization device such that its fully expanded diameter is equivalent to that of the largest target vessel. An incorrectly sized pipeline flex embolization device may result in inadequate device placement, incomplete opening, or migration.¿ all products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic received information that during treatment of an aneurysm located in the communicating artery within the left internal carotid artery (ica) the device took a "cigar" shape and the distal part did not open despite all the manipulations. It was reported that when the device started to deploy the device was resheathed to push the ptfe sleeves forward, and the device began to be deployed again. It was further reported that resistance was encountered and the device was resheathed 3 times. Approximately 8 mm of the device was deployed before being resheathed. The device was removed by pulling the pushwire into the microcatheter and the push wire separated at the distal hypotube and became stuck in the microcatheter. The device was removed from the patient successfully and a new device was used to complete the procedure without issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.